Event description:
It was reported to resmed that an astral 150 device stopped delivering pressure allegedly due to a malfunction. It was reported the device did not have an audible or visual alarm at the time of the malfunction. The patient was placed on a different device. There was no serious injury reported as a result of this incident. The patient was hospitalized the following day. It was noted that the hospitalization was not related to the reported incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs showed no evidence of device malfunction and disabled disconnection alarm; revealed frequent leaks and continuous air flow. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference (B)(4).

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral 150 device stopped delivering pressure allegedly due to a malfunction. It was reported the device did not have an audible or visual alarm at the time of the malfunction. The patient was placed on a different device. There was no serious injury reported as a result of this incident. The patient was hospitalized the following day. It was noted that the hospitalization was not related to the reported incident.